Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 289 mg/dl. The customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts) the contact noted the time and date to be incorrect. Pump was set to 0200 (B)(6) when it should be 2040 (B)(6). The contact declined to continue troubleshooting with cts as the contact was on the phone with health care provider and stated that settings may need to be adjusted and ended the call with cts. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.